Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the c-mac video laryngoscope has "dim light". No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the error description provided by the customer "dim light" was confirmed, and further defects were detected. In total the following defects were detected: customer complaint noted. Led is dim. Blade worn. Blade damaged. Housing worn. Cover worn. Based on the defects found during the technical inspection, it is concluded that the most likely cause of the described fault is mechanical damage caused by the customer, which is why the light is not working properly. The event is filed under internal karl storz complaint ID: (B)(4).